Event description:
It was reported that an occlusion alarm occurred. Technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting at time of event. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.